Event description:
A complaint was received from a customer that reported when they used excel off brand reagent their meter would not always provide correct results. Customer stated that on occasion the meter would not turn on when they inserted a strip or would display a "lo" (less than 20 mg/dl) and then jump to a 300 mg/dl result. The difference between these readings it acted upon by a diabetic could result in a serious clinical condition. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent. Electronic checks were satisfactory.